Event description:
Patient came in for one-week post-op appointment after being splinted in extension for a week. On x-ray, one of the 3.5mm locking screws on the locranon plate was broken a couple of millimeters from the head of the screw.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Review of the provided x-rays confirmed one of the screws broke. A depuy (B)(4) officer reviewed the x-rays and could not determine a root cause. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.